Event description:
It was reported that this right atrial (ra) lead was explanted due to a fracture and noise. A new lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a fracture and noise. A new lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Visual inspection of the lead found typical surgery-related damage, but is not considered abnormal and dried blood was noted. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.